Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to visit the user facility and perform an in-service on 4/28/2015 and 5/4/2015. There were no reprocessing deviations noted, but the user facility was found to be using a non-olympus flushing pump and a non-olympus aer. The exact cause of the reported event could not be conclusively determined, but the pre-existing condition of the patient could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus received a legal document on july 26, 2016 which alleges that a patient developed sepsis after undergoing multiple endoscopic retrograde cholangiopancreatography (ercp) procedures between (B)(6) 2013 and (B)(6) 2014 using a tjf-q180v duodenovidescope . The patient expired on (B)(6) 2014.